Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was spoofed, and the customer had requested to update their biometric data because their finger became scuffed while preparing a meal. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier system required configuration. The field service engineer (fse) accessed device remotely, configuration was confirmed, and the device driver was installed. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.